Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tka. The removal surgery was performed due to the infection, and unknown implants were removed and placed cement mold(s). The revision surgery was performed by replacing the cement mold with unknown implants (pfc sigma and mbt revision system).

Manufacturer narrative:
Product complaint#: (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. The initial complaint was reviewed and found not reportable. Infection was captured on related pc, therefore the components in this pc were not responsible for the infection.